Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2015-01495 and 3005099803-2015-02210 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2015 that two ultraflex tracheobronchial stents were used during an airway stent placement procedure in the right lung performed on (B)(6) 2015. According to the complainant, the indication for the procedure was to treat a stenosis which had previously been dilated. Reportedly, the patient's anatomy was not noted to be tortuous. During the procedure, the physician encountered difficulty when they deployed the first stent (the subject of MFR. Report# 3005099803-2015-01495). The first stent was noted to be ¿bent over itself¿ after it was released and was removed with forceps. They used a second ultraflex tracheobronchial stent (the subject of this report); however, it failed to deploy and the catheter bent. The procedure was completed with a third ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: on (B)(4) 2015, the second ultraflex tracheobronchial stent (the subject of this report); was deemed MDR-reportable based on investigation results which revealed that the stent was partially deployed.

Manufacturer narrative:
Investigation result of stent partially deployed. Investigation results: an ultraflex tracheobronchial stent was returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 7mm and a bend was noted in the shaft proximal to the crocheted stent. No issues were noted with the profile of the crochet stitches from the point of release from the stent. During analysis, it was possible to retract the deployment suture and fully deploy the stent. Bending of the shaft was noted during stent deployment. Device analysis determined that the condition of the returned device was consistent with the complaint incident as the shaft was kinked. However, it was possible to fully deploy the stent during analysis. The cause of the reported deployment difficulties and the noted device defects was most probably due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.